Event description:
Information was received from a treating neurologist's office that after a pt had full revision surgery for a lead break reported in medwatch report number: 1644487-2010-02478 they had been diagnosed with vocal cord paralysis. The pt is currently in speech therapy to help with their swallowing related to the paralysis. The pt's vns has been programmed back on at low levels of therapy. Since replacement of their vns device and at lower therapy levels the pt has been having an increase in seizures. It is unk if these are above or below their prevns baseline seizure rate. Good faith attempts are underway for further details about these reported events. Thus far no further information has been attained.